Manufacturer narrative:
.A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that initially everything had been okay with the ins. The patient reported that she had radiofrequency ablation on l3, l4, l5 to s1 done by their pain management healthcare provider (hcp). The patient reported that since this was done, she had been in excruciating pain on the l3-s1 area. The patient reported that she had gone to a total 3 hospitals, rehab facility and had been on ivs and medication to help with the pain. The patient reported that the pain was going from down from l3 to buttock to si joint, down whole entire left leg, into groin area and numbness on outside of whole entire leg down to toes. The patient reported that the pain level was above a 10 at this time. The patient reported that the pain management hcp sent her to a hospital where the she got medication through an IV. The patient reported that this hospital was not able to get her pain level down and didn¿t allow the patient to leave. The patient reported that she was able to get down to pain level 9. The patient reported that she was at this hospital for a couple of days and then was sent to another hospital. The patient reported that she was supposed to see a surgeon that did spinal fusion and was a partner with hcp from the first hospital she was sent to. The patient reported that she never saw the surgeon and stayed another 2 days at the second hospital. The patient reported that from the second hospital she was sent to a rehab facility on (B)(6) 2017. The patient reported that she was started on oral medication that didn¿t work for her pain. The patient reported that she went to the third hospital and got IV medication again and was sent back to the rehab facility. The patient reported that the hcp that did the ablation told her he was going to do an epidural which patient had this past tuesday and then she went back to the rehab facility. The patient reported that she woke up at 6 on the morning of the report crying non-stop and couldn¿t get pain under control. The patient reported that almost every hcp she had seen had been asking the patient to have the device removed so they could do an MRI and see why the patient was in so much pain. The patient reported that she was upset because the facilities called the hcp wouldn¿t prescribe anymore medication. The patient reported that she reached out to the surgeon who implanted the device and was told she couldn¿t go into the office because the hcp no longer accepted the patient¿s insurance. The patient reported that this last time at therapy, the patient was given IV dilaudid and IV valium. The patient reported that she was also given another shot in the buttocks at the rehab facility. The patient reported that she had been able to get 3 hours of relief with the IV and then she needed more. The patient reported that she had an IV pump at one of the hospitals and she could give herself some medication 15 minutes, patient reported she felt halfway decent at that time. The patient reported that she was unable to get pain level down from a 9. The patient reported that they tried reprogramming it, but it didn¿t hit the lumbar where the patient¿s pain was. It was noted that the radiofrequency ablation could be related to this issue. The patient reported that she was exhausted and was going to be ¿profanity.¿ because hospitals weren¿t willing to help her. The patient reported that the rehab facility was discharging her on the day after the report and she was scared and didn¿t know what to do. The patient reported that she was looking to get the device removed so she could get an MRI and see why she was in so much pain. The patient reported that since the ablation the ins hadn¿t been able to assist with her pain. The patient reported that she was tired, exhausted and had been ¿dealing with this since 2006,¿ prior to implant. The patient reported that she was not a drug seeker and just wanted to figure out why she was in so much pain. No further complications were reported.